Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer experience red cell leaks into the serum causing hemolysis. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "the gel appears to have formed a crater allowing red cells to leak into the serum causing haemolysis."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer experience red cell leaks into the serum causing hemolysis and poor barrier separation. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "the gel appears to have formed a crater allowing red cells to leak into the serum causing hemolysis."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: additional defect reported, thus entry description updated with new information. H.6. Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis and poor barrier separation was observed. Additionally, (B)(4) retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hemolysis and poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.